Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement part for ins recharger was received but the poor communication issue remains unresolved. The patient reported that they were in the process of switching the healthcare professional, so they won¿t have to wait too long to address the suspected over-discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins began to protrude about (B)(6) months after implant. It was unknown what circumstances led to the poor communication ins protruding, but the patient mentioned adifficulty charging. The patient used tape to hold the charger in place, but the poor communication and ins protruding have not been resolved. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor coupling and poor communication with the patient programmer (pp). The patient encountered a reposition antenna screen and attempted to reposition the antenna to no effect. The patient reported that their device protrudes and that they use painters tape to hold the ins recharger (insr) in place in order to get 8 coupling bars. The patient noted that they hadn't recharged their ins since (B)(6) 2017. The patient was redirected to their healthcare provider (hcp) to schedule an appointment for a trickle charge. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they have not gotten the replacement ins recharger antenna